Manufacturer narrative:
Additional data: h6- device history record (DHR) review; the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. D4 - primary unique device indentifier (UDI)#: (B)(4) "UDI related data quality updates only" claim# (B)(4).

Event description:
A healthcare professional reported that following replacement implantable collamer lens (icl) implantation procedure with a 12.1mm vicmo -13d on (B)(6) 2024, the patient's left eye (os) presented with mild iritis and "still mid dilate" pupil with "sluggish reaction". Pupil status was first observed upon initial lens implantation. On the last post-op ucva 20/40 and iop 20mmhg was reported. This is a shorter lens length that remains implanted with the issue resolved. The file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4) manufacturer narrative -a review of the device labeling was completed. Iritis is identified in the labeling as a known potential adverse event following icl implantation. Iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. In this case, "iridocorneal contact" was reported upon implantation of the initial lens implant two weeks prior. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors.